Event description:
It was reported during a permanent implant procedure on (B)(6) 2018 the physician made the initial incision and began to place the needle, it was determined the patient was bleeding more that normal. Reportedly, the patient did not stop taking asprin as instructed. As a result, the procedure was abandoned. No product was implanted,